Event description:
5 weeks post-op ap repair, the pt returned to the doctor complaining of a discharge and passing pieces of pelvicol. Additional information has been requested but has not been received.